Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The breach in aseptic technique was further described as environmental contamination. On the same day as onset, the patient was hospitalized for the peritonitis and discharged after five days. Thirteen days later, the patient was readmitted to the hospital for the peritonitis and discharged after one day. The patient was treated with gentamicin (intraperitoneally, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report the patient was recovering from the event and antibiotic therapy was ongoing. No additional information is available.